Event description:
It was reported that during the procedure in the 90% stenosed circumflex artery, the 2.75 x 33 mm xience prime stent system was advanced into the patient anatomy and was unable to cross to the target lesion. An attempt was made to remove the stent delivery system from the patient anatomy; however, resistance was met with the guiding catheter. After several attempts were made to remove the stent delivery system, the stent delivery system was able to be pulled into the guiding catheter. After removal from the patient anatomy, the proximal stent struts were noted to be flared. A same size xience v stent system was then used to complete the stenting procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect removal. Evaluation summary: the device was returned for evaluation. The reported stent damage and guiding catheter resistance were confirmed. The failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.